Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 6947m55 lead implanted: 2013 -(B)(6); 407645 lead implanted: 2013 (B)(6). (B)(4).

Event description:
It was reported that the patient presented with phrenic nerve stimulation. It was determined that the right atrial (ra) lead experienced high thresholds. The ra lead was explanted and replaced successfully. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the ra lead exhibited a failure to capture prior to explantation. The patient is a participant in the system longevity study. No patient complications have been reported as a result of this event.